Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown. Partially explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider via ansm (agence nationale de sécurité du médicament et des produits de santé) reference number (B)(4), and manufacturer representative, regarding a patient who was receiving lioresal (baclofen) of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was hospitalized for a change of the pump and catheter that were implanted in the right lateroabdominal position. The skin condition deteriorated with thinning, and risk of exteriorization of the system and secondary infection was further indicated. The change was made when the pump had reached the end of its life. During the removal of the catheter, a rupture of the catheter occurred, and a portion of the subcutaneous catheter was left in place in the right later oab. Closure of the dural breach was further noted. Implementation of a new intrathecal baclofen delivery system on the left side was further reported with left lateroabdominal supra-aponeurotic pump. Catheter break and spasticity was further indicated. The implant date of the pump and catheter that had been explanted was unavailable. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2026. The healthcare provider had discarded the pu mp and explanted portion of catheter. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by a foreign healthcare provider (hcp) via a company representative (rep) reporting that the serial number of the pump was unknown. The pump was replaced due to normal elective replacement indicator/ normal end of service. The model number and serial/lot number of the catheter associated with rupture was unknown. It was unknown if there were any known factors that may have led or contributed to the catheter having ruptured during the procedure. The location of the catheter rupture was unknown. It was unknown if the portion of the catheter that was left implanted / abandoned was elective.